Event description:
It was reported that the ventilator was working on a pt by ac power for about three weeks. Then, suddenly the unit stopped working. The ventilator was reported to have an audible alarm but no alarm message could be seen and the pressure gauge was acting erratically. When the reporter unplugged the ventilator from ac power, the unit still did not work and the front panel showed random numbers. Please note that there was no death or no severe injury involved in the incident.